Manufacturer narrative:
Citation: endovascular treatment of intracranial arterio-venous malformations with onyx embolization: preliminary experience. Florio f1, lauriola w, nardella m et. Al the device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested from the author of this article regarding this case. Should it become available a supplemental report will be submitted. Mdrs related to this event: 2029214-2017-00350, 2029214-2017-00351, 2029214-2017-00352, 2029214-2017-00353 ,2029214-2017-00354, 2029214-2017-00355. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during literature review that during embolization procedure with onyx, three catheters glued at the injection site. In all three cases the treatment was discontinuation due to continuous and massive reflux of onyx into the afferent artery peduncle. Ten patients were treated (7 men, 3 women; mean age: 29 years, range: 12-48 years) for a total of 37 embolizations, 22 with onyx and 15 with acrylic resin.